Event description:
Customer reported past high blood glucose events on september 13 and 14, 2025, with the highest level recorded at 600 mg/dl. Cause was not known. Customer changed the infusion set and cartridge to resolve the issue. Control iq feature was active, and no frequent high blood glucose events were experienced. Technical support recommended that the customer consult with a healthcare provider for potential factors affecting blood glucose levels.